Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing system exhibited noise. No noise was seen on the stored electrogram, but noise was seen on the pulse generator. It is unclear if the noise stemmed from the right ventricular lead or the competitor pulse generator. The patient was stable. No further information was available.

Event description:
New information notes that the lead exhibiting noise was explanted. The patient was clinically stable before, during, and after the surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.